Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tips of 3 panalok loop inserters broke off into the fixation devices whilst the surgeon was inserting the devices into the bone holes. The fragments were not able to be retrieved and remain captured within the anchor, both secured within the bone hole. The procedure was concluded successfully without further issue or harm to the patient. Also see associated mdrs 1221934-2011-00296 and 1221934-2011-00298.

Manufacturer narrative:
Mitek received and visually evaluated 6 panalok inserter devices; nothing more, no anchors and no suture. The complaint narrative talks about 3 inserter devices that had portions of their distal tip break off into the body whilst the surgeon was deploying the anchors into the bone hole. Three of the devices are missing their distal tips, that is, the threaded portion of the tips which engage the anchors; the other 3 devices are intact. However, what is common to them all is that the portion of the distal ends superior to the threaded tips are bent to a degree, which is indicative to excessive off axis mechanical force. For lots; 3478696, 3492975 and 3508492 batch record reviews have been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that these batches of products were processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for these lots of devices that were released to distribution. Based on the condition of the devices and the lack of any other similar complaints for these 3 device lots, we can only attribute their condition to technique, a user issue. We feel that the most likely root cause for the reported issue is "off angle/axis insertion" resulting in bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.